Event description:
It was reported that during a da vinci si partial nephrectomy procedure during tumor removal the patient started bleeding. It was noticed that the patient's vena cava was ruptured. The patient was supplied blood, however the patient expired. Reportedly, the patient's demise was unrelated to the da vinci si surgical system.

Manufacturer narrative:
No malfunctions of the da vinci si surgical system were reported to have occurred during the procedure and the hospital has continued to use the system to perform surgery on patients. On (B)(4) 2012, isi contacted the clinical sales representative (csr) and the csr indicated that the account had deemed this death due to surgeon error. During the time of the bleeding the surgeon was reported having a slow response to mitigating the bleeding. The account has refused to discuss this case any further as they claim it is unrelated to the da vinci system. A follow-up medwatch report will be submitted if additional information is received.